Event description:
It was initially reported by the patient that they wanted to have their device removed as they did not feel the device was helpful to them. The patient¿s physician reported that the patient¿s lack of efficacy was based off of the patient saying that she did not feel that the device was helpful for her. The patient¿s device was disabled due to the lack of efficacy. Information was received later from the surgeon's office that the patient is scheduled to have a full revision. It was indicated that the reason for the removal of the device is due to discomfort around the vns implant. The patient stated she had the device implanted about 13 years ago for depression and had it turned off about 10 years ago due to the device not providing her any significant clinical benefit. The patient indicated the discomfort is particularly uncomfortable in her neck and 1 of the anchors superiorly does cause her some pain at times. The patient also has some concerns regarding her ability to get useful mammograms due to the placement of the generator and concerns with getting mris since family has history of breast cancer. Clinic notes for the patient were received and reviewed it which it was indicated that the patient would like to have the device explanted for further imaging testing to be available to her. It was also stated that the patient will have the device removed due to it being uncomfortable. Due to the possible risks of removing all but 2 cm of the lead, the removed. It was also indicated that the electrode is relatively superficial and will be physician indicated only the ipg and as much of the electrode as possible will be removing the bothersome anchor as well as the wire that is resulting in some degree of bowstringing. No surgical intervention has been reported to date. No additional relevant information has been received to date.